Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back in the gas line. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the pneumatic interface module. The fse removed all of the contaminations. The fse calibrated the unit to factory specifications. The unit passed all functional and safety tests per factory specifications. The unit was returned unit to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h3, h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Additional information poc: 1. (B)(6). 2. (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic interface module, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.